Event description:
Emergency department telestroke cart battery expanded and began to overheat. Telestroke cart removed from service and building secondary to smoke. Cart was not being on a pt at the time of the incident. Call was made to MFR and replacement battery was sent and arrived the following day and was replaced. No harm to any pts.